Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-635a-1504: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context.

Event description:
It was reported that during a prostate procedure, (B)(4) joules and 13:24 minutes, the physician stopped using the fiber due to low vaporization capacity. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber and it was reported that there was no harm to the patient.